Manufacturer narrative:
Concomitant product(s): product ID: 4092-52 lead, implanted: (B)(6)2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead had known high thresholds and during a device check the lead was no longer capturing. The rv lead was programmed off and remains implanted. In addition, the right atrial (ra) lead triggered an alert for a polarity switch from bipolar to unipolar. The lead tested ¿fine¿ in the office; however, initially the lead could not be returned to bipolar. At a subsequent device check, the ra lead polarity was able to be changed back to bipolar after the lead sensitivity was adjusted. The cause of the polarity switch was thought to be either a high threshold or high impedance measurement; however, the issue was not able to be recreated. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that an x-ray revealed the right ventricular (rv) and right atrial (ra) leads were not in the proper pacing position and had dislodged. It was also noted that the dislodgements could have been due to twiddler¿s syndrome. In addition, the ra lead exhibited intermittent capture, high/undefined impedance, oversensing and noise. Both leads were programmed off.